Event description:
A balloon ruptured occurred during a pta for in-stent restenosis. The target lesion was an unk previously implanted stent in the common iliac artery. The target vessel was very tortuous and heavily calcified. The level of stenosis was 70%. The balloon ruptured at nine atmospheres. The procedure was successfully completed, but no info is available as to what product was used. There were no reported adverse effects to the pt. The product is not available for eval and testing.